Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high threshold and loss of capture were observed due to right ventricular (rv) lead dislodgement. It was also noted that the rv lead could not sense the patient's intrinsic rhythm. A lead revision was successfully performed with no patient consequences.